Event description:
It was reported that during exercise this pacemaker patient experiences difficulty increasing their heart rate (hr), however, when performing non-strenuous activities their hr increases. The patient was referred to their physician. This pacemaker remains in service. No adverse patient effects were reported.